Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. Six devices were returned from the user facility. All six complaint device were returned to sss in their original sealed packaging. Upon inspection, only one device possessed a tear in the tyvek pouch. The other 5 devices did not have any sterility breach. The root cause of the tear in the tyvek pouch is unknown. However, possible root causes may be linked to mishandling and/or improper storage. Since the device history record for this device indicates the device passed all inspection prior to release from sss, it is likely the packaging breach was incurred subsequent to processing at sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the packaging for the linear cuter was too tight and the device was piercing through the packaging. The device was never used and was found while in the user facility's inventory.